Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change, with a confirmed capillary glucose value of 400 mg/dl, suspected interruption of insulin delivery, intermittent cgm connectivity, and subsequent difficulty charging the pump with a non-standard charger while hospitalized. Symptoms included hyperglycemia progressing to diabetic ketoacidosis confirmed by a clinician. Outcomes included hospital admission, inpatient treatment, recovery, and discontinuation of the ilet after discharge. Investigation included customer care troubleshooting, guided supply change, cgm pairing support, and follow-up calls. Investigation of this case revealed no confirmed device malfunction, with contributing factors including probable infusion or supply issue leading to lack of insulin delivery and use of an off-label charging pad that did not charge the device. It was concluded that the cause of the hyperglycemia was unclear and that no reportable device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.